Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was experienced an slowness on station. A technical support specialist closed the complaint, as the investigation regarding the issue was still ongoing in another complaint. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system users was experienced delays during the login process and encountered slowness in retrieving the medication listthe customer reported that there was a delay in dispensing medication to the patient.there were no adverse events or injuries reported based on this event.